Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Prior to inserting the devices, it was noted imaging was challenging. An xtw clip was inserted and deployed without issues. However, after the clip was deployed, it detached from one leaflet and remained attached to the other leaflets (single leaflet device attachment/slda). To stabilize the slda, an additional clip was inserted and deployed, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated a definitive cause for reported single leaflet device attachment (slda) in this incident could not be determined. The additional therapy / non-surgical treatment was a result of the case specific circumstances as an additional clip was deployed for stabilization and reduction of mitral regurgitation (mr). The poor image resolution is related to the difficulty in visualization. There is no indication of a product issue with respect to manufacture, design or labeling.